Event description:
A nurse allegedly injured her sciatic nerve when the stretcher who was transporting "froze up" causing her to forcefully contact the product with her hip. Allegedly, surgery was required to repair the nerve damage. Notification of this incident came to co via an insurance claim.